Event description:
It was reported that medical attention was sought on (B)(6) 2017. The end user stated that her test strips were reading 20 points above the actual test results. Several attempts were made to contact the end user so that additional information could be obtained in relations to this medical event. The end user failed to return any calls so therefore no additional information is available.